Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: a review of the pump¿s user settings revealed the ¿insulin on board (iob) duration¿ was enabled and set to 4 hours. During testing, the ¿ez-prime¿ steps were performed correctly. A 10 unit normal bolus was programmed and delivered with the iob turned on and set for 2 hours. After 2 hours, the iob remaining in status screen2 and in advanced bolus screens still revealed remaining iob of 0.26 units. The insulin on board (iob) algorithm behaved in a way that was different than the user¿s expectation. The remaining amounts of 7% of the bolus delivery or less are a part of the normal functionality of the pump; therefore, the remaining iob does not pose any risk to the patient. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. Iob reportedly was not set as expected. Multiple attempts were reportedly made by animas customer technical support to obtain additional information regarding this complaint but was unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.